Event description:
It was reported that the balloon ruptured. The 80% stenosed target lesion was located in a calcified superficial femoral artery. A 4.00mm x 150mm, 150cm ranger sl dcb otw was selected for the percutaneous transluminal angioplasty procedure. During the procedure, however, it was noted that the balloon had burst before reaching the rated burst pressure. A different ranger balloon was used to complete the procedure there were no patient complications reported. It was further reported that the during the first inflation, the balloon burst at four bars pressure. The straight target vessel had been pre-dilated.

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was functionally tested by inflating it to rated burst pressure. The balloon was able to hold pressure. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that the balloon ruptured. The 80% stenosed target lesion was located in a calcified superficial femoral artery. A 4.00mm x 150mm, 150cm ranger sl dcb otw was selected for the percutaneous transluminal angioplasty procedure. During the procedure, however, it was noted that the balloon had burst before reaching the rated burst pressure. A different ranger balloon was used to complete the procedure, and there were no patient complications reported.

Event description:
It was reported that the balloon ruptured. The 80% stenosed target lesion was located in a calcified superficial femoral artery. A 4.00mm x 150mm, 150cm ranger sl dcb otw was selected for the percutaneous transluminal angioplasty procedure. During the procedure, however, it was noted that the balloon had burst before reaching the rated burst pressure. A different ranger balloon was used to complete the procedure there were no patient complications reported. It was further reported that the during the first inflation, the balloon burst at four bars pressure. The straight target vessel had been pre-dilated.